Manufacturer narrative:
Investigation summary: bd received 4 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for misaligned stopper with the incident lot was observed. Evaluation of the returned samples indicated that the cap/stopper assembly was attached slightly at an angle. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of misaligned stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode misaligned stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes an unspecified number of devices had misaligned stoppers resulting in an accumulation of rubber cap particles inside the instrument. There were no health consequences or impacts reported.